Event description:
It was reported that the customer's bg value displayed as "low"; however, specific value was not provided. Cause of low bg was unknown. A cashier at the store opened candies for the customer to consumed to address their bg; additionally, they turned off insulin delivery on the pump as corrective actions. The control-iq feature was active during the incident. Customer technical support recommended consulting a healthcare provider to discuss the blood glucose levels.